Event description:
It has been reported that the procedure was being performed on a (B)(6) male pt in transplantation internal medicine. The pt was receiving lasix, sandimmun, na-bicarbonat, perfalgan, vomex, paspertin, and forecortin. The catheter was inserted into the pt's right jugularis. The first six days there was no issue with the catheter. They found three lumens were blocked and the one lumen (blue leg) was used for infusion. In all four lumens the fluid became blue in color. As a result, the catheter was exchanged for a new catheter successfully. They did not know if this caused a delay in treatment, there was no pt death, and no pt complications were reported. The pt outcome was okay. When the sample was retrieved by the sales rep she was provided with a report of microbiologic testing on the tip of the catheter. There were no relevant findings.

Manufacturer narrative:
(B)(4).